Manufacturer narrative:
This event occurred in (B)(6). The sample was submitted for investigation where the results were 35.2 ng/ml, 34.9 ng/ml and 33.4 ng/ml. No further data was provided by the customer. The malfunction is consistent with a pre-analytical handling issue. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e801 module. The initial result was 30 ng/ml. The sample was repeated with a result of > 100 ng/ml. The sample was repeated again with a result of 30 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was provided as 424970. The expiration date was not provided.